Event description:
During a remote follow up, episodes of oversensing were observed on the device. Technical support was contacted and suspected the oversensing was due to myopotentials. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.